Event description:
It was reported that the pump battery took longer than expected to complete charge. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide further information, and declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.